Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant procedure, the suture sleeve on the left ventricular (lv) lead was cut in half when the suture was pulled tight. It was suspected that this may have caused insulation damage to the lv lead, but was not confirmed. The lv lead remained implanted and a new suture sleeve was implanted to resolve the event. The patient was stable with no consequences.